Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report the single leaflet device attachment. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for mitral regurgitation (mr) grade 4 with a slightly tethered anterior leaflet. One mitraclip was implanted. Following, a second mitraclip was implanted. A few minutes post-deployment, a single leaflet device attachment (slda) occurred with the second clip. The clip detached from the anterior leaflet, while remaining attached to the posterior leaflet. To stabilize the slda, a third mitraclip was implanted, reducing mr to grade 1. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.